Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Joint cover. The ec60a device was received for analysis with the joint cover damaged and with an ecr60b cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the joint cover became damaged, it is possible that the instrument was attempted to be removed from the trocar while the instrument was in the articulated position, resulting in the trocar tearing the joint cover. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a lap sigma procedure, parts of the black plastic through the articulation fins fell into the situs, could be removed. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.